Event description:
(B)(6) female patient with acute respiratory failure was on a servo I on niv via full face mask. Rn in room noted patient to be cyanotic. Rn looked at ventilator was in standby mode. O2 sat 66%, hr 110's mask removed by rn. Respiratory stat called. Ambued with 100% oxygen. O2 sats returned to 99%. Returned to niv. Stat abg done. Manufacturer has been advised of this problem.